Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that adhesive of the object lens at the distal end of the subject device was peeled off due to deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the leakage from the boot part. The occurrence date of the event is unknown. There was no patient injury associated with this report.